Event description:
Surgeon used hand-held harmonic scalpel device in pt during laparoscopic adrenalectomy procedure. During use, surgeon released hand-held device. But device kept firing. Surgeon immediately removed device. No known harm to pt. Diagnosis or reason for use: surgical procedure. Event abated after use: yes.